Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the patient was very unstable as the patient was intubated and required ventilation by a high frequency oscillator. The oscillator worked properly for two to two and a half hours and then the patient had a big desaturation and despite 100% fio2 (fraction of inspired oxygen), the patient's saturation did not improve. The end-user was instructed to increase the mean airway pressure (map) , but the oscillator did not increase in pressure. The end-user switched the unit off and restarted it and performed the pre-use checks at least three times, but the oscillator no longer worked and could not reach the requested ventilator parameters. The end-users switched out the ventilator for another unit and experienced the same issue, despite four attempts to restart the unit. Reportedly, a leak in the patient circuit was not allowing the unit to reach the desired ventilatory parameters. There was no patient injury associated with the reported issue. The patient was manually ventilated and placed on another ventilator. The end-users re-tested the oscillators and were not able to reproduce the issue.

Manufacturer narrative:
The suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause could not be determined. A device history record review was not possible as no lot number was reported for the device. The customer reported that the end-user disposed of the device and its packaging, therefore, the lot number is unavailable and the device will not be returned for evaluation.